Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "blocked pump." Once the device is deflated, the pump is blocked and can no longer be inflated. A new ipp pump was implanted.

Manufacturer narrative:
Updated d6: implant date. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: upon return at our post market quality assurance laboratory, the complaint device was visually inspected; no anomalies were identified. Leakage testing found no evidence of a leak in the pump. Functional testing was performed and the device could not be activated using force within product specification confirming the reported clinical observations. Product analysis concluded these activation issues could effect the functionality of the pump. An investigation conclusion code of caused traced to component failure was chosen as the reported events relating to difficulty with the pump could be traced to a component failure through product investigation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the reported events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "blocked pump." Once the device is deflated, the pump is blocked and can no longer be inflated. A new ipp pump was implanted.